Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped working. Reportedly, the touchscreen is functioning as intended. There was no impact to customer's blood glucose level. Customer stated they will continue to use the pump for insulin therapy.